Manufacturer narrative:
Manufacturer ref: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum pump "detects worn or air filled tubing even with new primed tubing." No patient injury was reported. No further in was provided.